Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that an undetermined malfunction occurred was confirmed. An assessment was performed and it was observed that the device had excessive vibration due to the bearings being worn out causing the vibration. The assignable root cause was determined to be due to wear from normal use and serving. The failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the short attachment device had an undetermined malfunction. During in-house engineering evaluation it was observed that the device had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.